Event description:
It was reported that a malfunction alarm occurred with code malf 9. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer worked with technical support to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue arose again. The caller acknowledged and understood the instructions provided.